Manufacturer narrative:
The returned driver was examined. The distal tip was fractured off; the complaint is confirmed. A review of the manufacturing records did not identify any issues which would have contributed to this event. Further cause investigation is in process to determine if there was a relationship of the driver fracture and its mating torque limiting handle.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Report two of two for the same event.

Event description:
The sales associate reported a broken driver. Upon attempting to torque tighten l3-5 screw construct during a posterior lumbar fusion (plf) procedure, the t27 driver sheared off. The sheared fragment was retrieved and the screws were then properly torque tightened using a different torque limiting handle from another vitality set.